Event description:
Port-a-cath implanted 4/16/93, tip sheared off in vein 9/7/93. Tip lodged in left pulmonary circulation from which it was removed successfully the same day. Surgical intervention was required.manufacturer was advised at the time, visited and investigated.